Event description:
It was reported that there was a right ventricular (rv) lead perforation. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.